Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter experienced high blood glucose level. Customer blood glucose level was 450 mg/dl at the time of incident. It was also stated that the insulin pump had no delivery alarm and they unable to trouble shooting at the time of call. The insulin pump will not be returned for analysis.